Event description:
It was reported an end user noted an open oval area, superior to the stoma, at the 12 o'clock position, under the convex durahesive barrier flange. The end user reported the area is open and moist.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was reported a wound ostomy continence nurse recommended the usage of eakin seal. The reporter was educated on the use of stomahesive powder to the open area. No lot number was provided as the box was not available. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.